Event description:
It was reported that right atrial (ra lead dislodged with a catheter used during an atrial fibrillation ablation. Dislodgment was seen and verified under x-ray. The lead was capped and replaced on (B)(6) 2026. The patient is in stable condition.